Event description:
It was reported that the core impaction drill heated up during a case. A back-up device was used to complete the case with no pt or user injuries, and no adverse consequences.

Manufacturer narrative:
During the visual examination, the device found to have a number of worn or damaged components including a corroded driveshaft assembly. The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.